Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with pump. The customer was able to perform high pressure test and it passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider regarding high blood glucose. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. Customer has been experiencing low blood glucose for a period of week and then they stopped. The customer was unable to complete low blood glucose troubleshooting because did not have time.